Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain, hardness, burning" and "concern with the product" against left device. Patient later reported a left side capsular contracture baker grade unknown with an exchange from textured to smooth implants due to the patient's concerns with the product. The device remains implanted.